Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicmo12.6 implantable collamer lens, -07.00 diopter, within the same surgery due to the lens tore/broke during delivery into the eye. There was no patient injury. The lens was exchanged within the same surgery, for another same model lens and the problem was resolved. Cause of the event was unknown.

Manufacturer narrative:
Additional information: h3- device evaluation: lens returned in a micro-centrifuge vial with moisture on lens. Visual inspection found optic torn/haptic torn and residue on lens. Claim# (B)(4).

Manufacturer narrative:
Haloes were also reported. UDI#: n/a. Claim#: (B)(4).